Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 10 years. Per the op report provided, the patient presented with 3+ aortic insufficiency (ai) and severe aortic stenosis, with a peak valve gradient of 111 mmhg and mean aortic valve gradient of 65 mmhg. The prosthetic valve was noted to be extremely calcified. The device was removed and a new edwards bioprosthetic valve was implanted. A post-op tee revealed normal left ventricular and right ventricular function. Zero ai. Peak aortic valve gradient of 20 mmhg and mean aortic valve gradient of 8 mmhg. The patient was weaned off cardiopulmonary bypass without difficulty. The operation was completed with no technical difficulties.

Manufacturer narrative:
Device not returned. Unfortunately, the edwards device was not returned for analysis; therefore, the source of the reported calcification cannot be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be confirmed, it appears that the insufficiency and stenosis was likely caused by the calcification noted. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.